Event description:
It was reported that this inflatable penile prosthesis could not be inflated. The pump and cylinders were explanted and the reservoir was left in place. A new reservoir was implanted on the other side. Upon explant, a hole was noted in the cylinder tubing. No additional patient complications were reported.